Event description:
Inguinal hernias surgery (B)(6) 2006 ((B)(6) medical center, dr (B)(6)). Mesh making me very sick. Defective mesh inside my body. Now also permanent nerve damage, numbness, constant urinary issues, protruding over, persistent pain gallbladder issues as surgery (B)(6) 2010 as well also gave me another umbilical hernia and also (B)(6) as well, belly button infected. Defective surgical clips inside my body as well. Not fair what has been done to me. Look on computer says large plug can cause death.